Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A patient of unknown age and gender presented for an atherectomy procedure using the eximo system. A 1.5 mm catheter was inserted through a 6 fr sheath into a bifurcation with kissing stent, lesions were located down the artery after the stent's location. Two lesions were ablated. The upper one, 1 cm long and the lower one, 3 cm long. These two lesions were treated by the same 1.5mm catheter within less than 5 minutes at 50 and 60 mj/mm2. Once the catheter was removed from the body, it was found that the blade/catheter tip was not attached to it. The blade/catheter tip was removed from the treated area using a balloon partially inflated. The device was set aside and a new of the same device was used to perform a second treatment. It was indicated the device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported complaint sample was sent directly to eximo by the end user facility. Eximo performed an investigation of the returned sample. The customer's reported complaint description of tip detached from catheter was confirmed. The ID and od of the catheter was observed to meet specification. The outer blade showed smooth surface without any remnant of glue nor fibers, indicating sliding off mechanism of the outer blade due to excess energy used for an extended period of time. No manufacturing non-conformances were observed during sample evaluation. The root cause for the tip detachment is likely related to incidentally set initial energy in a temperature that is different from the temperature present in the cath lab, resulting in higher energy that led to blades sliding. Hardware review: eximo laser unit s/n exl023 was used during this event. Complaint file pr24192 was opened to service this unit due to the sensor tolerance error warning. Station settings and energy sensor level was adjusted. Based on this review the setting of the hardware unit was determined to be root cause of high energy that resulted in the tip detachment complaint event was forwarded to laser catheter manufacturer (eximo). Eximo performed a DHR review of the reported lot number ex017af16. The review confirmed that the lot met all material, assembly and performance specifications, e.g. No manufacturing non-conformance reports were issued. Labeling review: instructions for use is provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Potential complications: distal embolization. Note: it is expected, especially with cto lesions at the cap, that the advancement rate may be slower. In any such case, and in any other occasion that the catheter does not seem to be advancing at a certain point, please follow the instructions below: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).